Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering because the insulin pump did not deliver enough insulin. Customer experienced high blood glucose level. The blood glucose level was 22 mmol/l. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.